Manufacturer narrative:
Continuation of d10: product ID 8784 lot# serial# (B)(6), implanted: (B)(6) 2020, explanted: product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient was still experiencing pain but the event resolved without sequelae on (B)(6) 2021.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on 2021-jul-15 the patient tolerated dosing increase but still reported increased pain. The device was reprogrammed where the hydromorphone was increased. On (B)(6) 2021 the patient stated pain was "enough that it cuts through" pump therapy. It was noted boluses help. The device was reprogrammed where the hydromorphone was increased.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8784 lot# serial# (B)(6), implanted: (B)(6) 2020, explanted: product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the boluses helped on (B)(6) 2021. On (B)(6) 2021, the patient reported the pain was manageable and the issue resolved without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID 8784 lot# serial# (B)(4) implanted: 2020-12-02 explanted: (B)(6) 2021 product type catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4) , ubd: (B)(6) 2021, UDI#: (B)(4) . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving fentanyl 2000 mcg for a total dose of 800.08681 mcg/day, bupivacaine 20 mg for a total dose of 8.00087 mg/day, and hydromorphone 1.2 mg for a total dose of 0.48005 mg/day via an implantable pump. It was reported on (B)(6) 2021 the patient reported inadequate pain relief after hitting the pump against a door handle. On (B)(6) 2021 a catheter dye study was performed and revealed normal function-catheter moved to the right. No action was taken. The outcome was noted as ongoing. The clinical diagnosis was inadequate pain relief. The device diagnosis was other catheter migration. The etiology of the event indicated the relationship of the event to the device or therapy was unlikely related and indicated the relationship of the event to the implant procedure was not related. The incisional site/device tract was pump pocket. The event date was (B)(6) 2021. Additional information received from a healthcare professional via a clinical study reported the catheter moved more to the right and their pain is on the left. On (B)(6) 2021 the catheter was revised where the catheter was explanted/replaced. On (B)(6) 2021 the patient reported 50% pain relief with pump therapy. On (B)(6) 2021 the patient reported the pump was helping, but has an increase in low back pain with the reduction of oral pain medication. No further complications were reported/anticipated.